Event description:
Healthcare professional reports results higher than reference with hemochron jr signature sys. Pt was tested on (B)(6) 2011 and generated inr 2.3. On (B)(6) 2011 she went to ER and was diagnosed with left parietal cva. Inr generated by hosp lab was 1.6. Eqc and lqc before and after event were acceptable. Pt's therapeutic range: inr 2.0 - 3.0.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint # (B)(4) (cuvette lot# m0jpt097). Method: no instrument returned. Result: MFR notified FDA on or about (B)(6) 2011 of hemochron jr pt j201 voluntary recall. Conclusion: cuvette lots recalled (z-2953-2011) due to higher than specified bias. Corrective action (B)(4) implemented.